Event description:
While surgeon was removing cement with the cement forceps the end snapped off. The broken end was retrieved and removed from the canal. There was no adverse consequence to the pt due to this event.